Manufacturer narrative:
An event regarding a damaged modular box osteotome was reported. The event was confirmed. Visual analysis indicated the device was returned damaged with a large notch in the cutting surface. Material analysis confirmed the material composition and hardness were to drawing specification. Medical evaluation not performed because no adverse consequences were reported. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. The investigation concluded that the osteotome was damaged due to contact with a hard object such as sclerotic bone or another instrument during the surgery. The material composition and hardness was to the drawing specifications. No material or manufacturing defects were observed on the device features evaluated.

Event description:
It was reported that the tip of the mentioned device bent during use. A replacement was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the tip of the mentioned device bent during use. A replacement was available.